Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x2.75mm target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 24 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the target lesion; however, it was noted that the stent strut was lifted up. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent rows 1-6 were damaged and deformed with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. A visual and microscopic examination found no damage to the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer shaft polymer extrusion profile. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x2.75mm target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 24 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the target lesion; however, it was noted that the stent strut was lifted up. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.